Event description:
It was reported by the end user that the cardiosave intra- aortic balloon pump (iabp) could not read the pressure. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and found that the blood pressure adaptor cable was bad. The stm replaced the blood pressure transducer adapter cable to correct the issue and observed normal function. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported by the end user that the cardiosave intra- aortic balloon pump (iabp) could not read the pressure. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Event description:
It was reported by the end user that the cardiosave intra- aortic balloon pump (iabp) could not read the pressure. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.